Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, mid right coronary artery. When an attempt was made to inflate the 2.0 x 12 mm traveler balloon catheter, the balloon could not be seen inflating on angiography. There was no resistance felt during removal of the protective sheath prior to use and no resistance during advancement of the balloon catheter to the lesion. The balloon catheter was retracted from the anatomy and blood was observed in the balloon. It was believed that the balloon had ruptured or had hole in it. A new balloon catheter was used to complete the case. No adverse patient effect or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4)